Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a abdominal aortic aneurysm. It was reported that there was a possible type IV or type ia endoleak. Landing was carried out on the synthetic vessel and iliac extensions were added for both sides. A final angiography was carried out and an endoleak was confirmed at left iliac artery. There was a high possibility that it was a type ia endoleak, but the device was implanted at the utmost limit of proximal side so that the procedure was completed without additional treatment. It was noted that the patient will be monitored. No clinical sequelae were reported and the patient is fine. Additional information received reported that the physician thought that the cause was due to insufficient landing zone. It was noted that the proximal neck only had approximately 10mm in length. It was reportedly unknown if the endoleak had resolved.